Event description:
Two incidents of an IV angiocatheter 20 gauge; lot #2278987 not fully retracting the stylet. The needle only partially retracts leaving the sharp tip exposed for a potential needle stick injury.